Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to prior pulmonary embolism. Patient is alleging vena cava perforation, organ perforation (mesenteric), and device unable to be retrieved. The patient further alleges "I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" and "I cannot take long walks because I get shortness of breath" as well as "I cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries; and have not treated with a physician for these conditions." Per report from CT (computed tomography) dated (B)(6) 2017: "inferior vena cava filter is present, with the upper tip just below level of the right renal vein. Some of the legs of the filter extend beyond the lumen of the [ivc]."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01194.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.